Event description:
It was reported that a patient using an ilet system with a freestyle libre 3 plus sensor encountered a pairing failure alarm; after guided troubleshooting that included app restart and a pairing toggle procedure, the sensor successfully paired and glucose remained unaffected. No adverse clinical symptoms reported. Outcomes included restoration of continuous glucose monitoring and resolution of the pairing failure. User support included user-guided troubleshooting and software restart. Investigation of this case revealed a transient sensor-to-app pairing failure that resolved after standard pairing and application restart procedures, consistent with a communication or software synchronization issue. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity or software synchronization issue that resolved with standard troubleshooting.